Manufacturer narrative:
(B)(4). Medical products - unknown head catalog#: unknown, lot# unknown, unknown stem catalog#: unknown, lot# unknown, unknown impact cup catalog#: unknown, lot# unknown. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
Patient has been indicated for revision of the acetabular liner due to an unknown reason. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.